Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2017. After the patient inserted the sensor, they started to feel a burning sensation and redness around the sensor insertion area. The reaction was located on the right side of the abdomen, approximately 3 inches from the belly button. It was indicated that the skin reaction extends outside of the sensor insertion area. On (B)(6) 2017, the patient visited their physician. The physician prescribed hydrocortisone cream 1% to treat the affected area. At the time of contact, the patient was recovering. No additional event or patient information is available.